Event description:
It was reported that the patient was hospitalized with a heart rate in the 30¿s. At the device interrogation, the programmer paddle was applied when a reset occurred. Initial interrogation measurements showed high battery impedance and very low lead impedances which were attributed to the low battery voltage. After these initial measurements displayed, the device went dead. The device not able to give any other readings and an error message displayed. It was noted that the patient had been lost to follow up for over two years and the device had gone to elective replacement indicator (eri) in 2011 and to end of life (eol) in (B)(6) 2012. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092-52 implantable pacing lead (B)(6) 2006; 5076-45 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.